Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices were available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the device was applied on over indicated tissue. The most likely cause could not be established from the information available. This issue can occur in any of the following circumstances, firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a robotic prostatectomy via laparoscopic procedure while stapling the vasculature. The first handle demonstrated a 'loud crack' when trying to staple the vasculature that was too thick and it broke the handle. When the surgeon tried to retract the knife blade with the black tabs at the back of the handle, it was near impossible to retract. So the surgeon opened a second device and had the same problem with breaking the handle because the tissue is likely too thick but the surgeon was wondering why the knife blade was so challenging to retract with the second. For both faulty handles surgeon was able to press the green button but could not squeeze the handle. To complete the case, the surgeon opened another handle and were able to complete the surgery. There was no patient injury. Medtronic's initial evaluation of the incident is that each anvil clamping mechanism was deformed.